Event description:
It was reported that the customer experienced high blood glucose levels and that there was a presence of air bubbles in the infusion set tubing. The customer's blood glucose was 28.0 mmol/l. The customer also stated that the infusion set was coming off of the body. The customer treated for the high blood glucose but tested again later and found that the blood glucose remained high. The customer complained of thirst. The customer observed one large air bubble towards the end of the infusion set tubing and was advised to prime the tubing until the air was gone. The customer advised that the air was pushed out with a manual prime, and insulin exited the tubing during the manual prime. The customer declined to perform the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin. Customer advised that she would treat now to see if the blood glucose responded; customer was advised to change the set if they did not.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.